Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the steel needle was removed, the blood valve was not activated and did not stop the blood from pouring out of the IV catheter. New IV needed to be placed since the device was faulty which is poor customer service. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Luckily, no part of the IV catheter was left in the patient. Can you please provide an exact date of event? (B)(6) 2026.